Manufacturer narrative:
(B)(4). The analysis results found that the (B)(4) device was received in good visual condition and with a white reload in the device. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. Event could not be confirmed as the device opened and closed as intended.

Event description:
It was reported through the attorney for the patient, as a result of legal claim, that allegedly "the supracondylar plate implanted in the patient on (B)(6), 2007 during a right hip surgery fractured causing a revision on (B)(6), 2008."

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the jaws of the device got stuck when clamping tissue. The surgeons used two hands to open the jaws for a while. It is unknown how the procedure was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.